Event description:
The customer contact reported particulate. The tubing set was to be used to deliver an unspecified volume of lactated ringers, at an unspecified rate. It was reported that one of the two piercing pins of the bifurcated tubing set was inserted into the administration port of the solution container. It was reported that during priming prior to patient use, the customer contact reported that particulate was noted floating in the sight chamber of the tubing set. The particulate was described as small piece of plastic. The tubing set was replaced. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.